Event description:
Information provided states that the eight-plate gp224 screw broke in patient who was being treated for hemihypertrophy and angular deformity. The plate and screws were removed and replaced. The eight-plate guided growth system is used to correct any angular deformity in children.

Manufacturer narrative:
The complaint indicates that the subject plate and screw has been in the patient since (B)(6) 2006. The date of the event that raised the complaint was (B)(6) 2009.